Event description:
My son was born with congenital scoliosis with a 17 degree deviation as well as bilateral coxa vara. On (B)(6) 2018, dr. (B)(6) inserted two nuvasive magnetic rods to my son's spinal column whom at that time was 5 years and 10 months old and the deviation of the scoliosis was at 75 degrees. A second surgery was performed on (B)(6) 2018, because the two bolts that attach one of the rods to the spinal column came off from the vertebrates. The rod was then attached with four bolts instead of two. On (B)(6) 2018, a third surgery was performed because all four bolts that were inserted to attach the same rod that failed the first time came off from the vertebrates. The rod was attached this time using two brackets and a ligapass instead of bolts. On (B)(6) 2020, two days after the last expansion adjustment that took place on (B)(6) 2020, my son complain about something like burning in his back. We checked him but did not observe anything that could explain his burning sensation. On (B)(6) 2020, a big bump was observed at the center of my son's back. We sent photo to dr (B)(6) the same day via text and told him that we were worried about a chemical exposure inside my son's body because I read about a complaint regarding nuvasive magnetic rods seal failure. I sent to dr. (B)(6) the nuvasive recall information that I read in the FDA web page, and he ordered x-ray to evaluate the rods. On (B)(6) 2021, we sent x-rays image to dr (B)(6), and he told me that the rods look normal and that he suspects to be a bursitis due to friction of the rods with the tissue, he then prescribed anti-inflammatory. Gave anti-inflammatory to my son for two weeks and some of the bump decreased except for one circular bump at the center. Dr (B)(6) said it is normal to have persistent inflammatory reaction due to rod friction with tissue. On (B)(6) 2021, the same circular bump that never disappeared from the beginning, worsen. It changed in color from normal skin color to very dark red and suppurating. We sent photo to dr. (B)(6), and he ask us to bring my son to his office to examine the affected area. Visited dr (B)(6) on (B)(6) 2021, and he ask to take x-ray for nuvasive evaluation of the rods. We showed the x-ray image to dr (B)(6) on (B)(6) 2021, during the programmed expansion adjustment session and he sent the x-ray images to nuvassive. Dr (B)(6) also drained the wound in his office and prescribed cephalexin 250mg/5ml for 14 days. On (B)(6) 2021, dr (B)(6) share with us a text sent to him from (B)(6) from nuvasive regarding the evaluation of the x-ray's images stating that "can't see anything mechanically wrong with the rods". On (B)(6) 2021, we sent a photo of the wound to dr (B)(6) because it became black and continue suppurating. Dr (B)(6) referred us to dr (B)(6) specialist in wound care. Treatment with dr (B)(6) went from (B)(6) to (B)(6) 2021. Treatment consisted of silver nitrate twice a week in dr (B)(6) office as well as oral antibiotics clindamycin 75 mg/5ml, cefdinir 250 mg /5ml and amoxicillin 250mg/5ml. Dr (B)(6) referred us back to dr (B)(6) because the wound was getting worst and, in her opinion, something else was causing the tissue not to heal. Dr (B)(6) evaluate the wound on (B)(6) 2021 and decided to hospitalize my son to clean the wound surgically. My son was hospitalized on (B)(6) 2021, and underwent surgery on (B)(6) 2021, to clean the wound. Dr (B)(6) share with me videos and photos of the surgery showing a necrotic tissue that goes from the outer skin all the way down to the rod. Dr (B)(6) also described and show me photos of an oily substance in the tissue around the rod. I spoke to dr (B)(6) and express again my worries about chemical exposures and demanded to know from nuvasive a detail description of the type of chemicals that my son was exposed to and any health hazards regarding these chemicals. Dr (B)(6) agreed to ask nuvasive to disclose the information and suggested to remove both rods since culture of samples taken from the necrotic tissue shows growth of escherichia coli and enterococcus faecalis. On (B)(6) 2021, dr (B)(6) removed both magnetic rods. The surgery was complicated because there was bone tissue around the rods which required to be cut and removed in order to liberate the rods. It was required to treat my son with intravenous ampicillin 902 mg, gentamicin sulfate 55 mg, and meropenem 240 mg for six weeks. Total hospitalization period from (B)(6) 2021, to (B)(6) 2021. As of today (B)(6) 2022, we have not received any information from nuvasive. Dr (B)(6) is telling us that he has been very active asking nuvasive for information regarding the investigation of the rods that he removed from my son as well as the disclosure of chemicals that my son was exposed to but has not receive any information from nuvasive. FDA safety report ID # (B)(4).